Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the bottom of the insulin pump feel out, the whole motor. Customer was attempting to change the infusion set and fill the reservoir. Customer's blood glucose was 180 mg/dl. The damage is located under the arrow buttons. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.